Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer went swimming with the pump. It was reported that the customer received pump error alarm. The customer's blood glucose level was reported to be 109.8mg/dl. No further information provided.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the format history file due to corrosion on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a cracked case on the battery tube area, a pillowing keypad overlay, a damaged keypad overlay texture, a peeling end cap address label, moisture damage on the motor home switch and corrosion on all electronic assemblies.